Event description:
It was reported from a patient's family member that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had passed away. Information identified in the manufacture¿s data base indicated the patient died approximately 1 month post implant of the crt-d and 7 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Follow up was made to the physician's office and they were unaware of the cause of death and stated the patient may have been in the hospital prior to death. Additional information has been requested from the hospital medical records department but no information has been received. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: product ID d224trk, cardiac resynchronization therapy defibrillator (crt-d), implanted: (B)(6) 2010; product ID 5076-52, implantable pacing lead, implanted: (B)(6) 2003; product ID 694765, implantable tachy lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information was received on (B)(4) 2013 from hospital records that the patient presented to the emergency department (ed) via ems in cardiac arrest and respiratory arrest. The arrest was witnessed and occurred en route to the ed. There was complete pacemaker capture without palpable pulse; no spontaneous respirations. The ICD discharged several times during CPR. Several episodes of ventricular tachycardia (vt) were treated per advanced cardiac life support (acls) protocol. The pacemaker was turned off with magnet application and the rhythm was agonal vs. Pulseless electrical activity (pea). After a significant amount of time the code was terminated as there was no response to CPR. It was reported from the patient's family that the patient had been having difficulty breathing for one week and had seen a clinician. The patient had increased difficulty breathing throughout the night and the morning of event. Patient's medical history was significant for cardiac disease, type ii diabetes, hypertension, pulmonary disease, copd and was on oxygen therapy at home. No product performance issues of the ICD system were noted.